Event description:
On (B)(6) 2025, I went to see dr. (B)(6), at the (B)(6). The appointment was scheduled for routine prescription refills, a flu vaccination and an 'other' category, which concerned events which happened near the beginning of 2025 and approximately one year ago. After hearing about the event which occurred one year ago, where I was hit in my heart by a (B)(6) laser radar gun, the invisible bullet which eventuated into an internal fiery burning pain explosion within my body which almost killed me over the course of two weeks, dr. (B)(6) said she would like to listen to my heart. She found her stethoscope which was hanging on the wall and coiled and she shook it and straightened it out and then began listening to my heart area front and back and asked me to breathe normally in and out as she moved the stethoscope around my chest and back area. Dr. (B)(6) said she heard a 'murmur' and would like to do an EKG. I have no idea if this test is called EKG or ECG but I have taken photos of the machine mac vu360 ge medical systems because not more than one to two hours after the EKG where mr. Keoho placed many electronic devices all of my chest area and ankles, I experienced severe heart, chest, sternum, armpit pain which increased as the night wore on in so much as I figured I better go to the emergency room and that was true for the next four days and is still being considered today. I endured the pain which has been termed 4.5-5 or more on the pain scale, and I am still enduring the pain and have been forced to reduce my medicine in hope this might help reduce the symptoms which delayed the e.r. Visit, also by the fact this remote island does not have ample supportive health services and I figured I would have to be air lifted out and did not want that to occur. My plan was to see if a medicine reduction and the passage of time would alleviate the symptoms and I had work and social duties that I did not want to be stopped by a medical emergency so I have simply endured the pain but thirteen days (13) after the EKG, I think I have a serious problem; my heart, sternum, lymph, armpit, stomach all feel very weird and I am definitely in pain, with a pinching feeling in the left armpit, and a beat that seems to be under my rib cage with a flutter here and there. I have no heart problems all of my life except one year ago when that individual bullet caused me life threatening reactions but that subsided in one month and I am as normal as I had always been with no heart complaints at all. My appointment with dr. (B)(6) was scheduled for routine prescriptions, flu vaccine and to discuss events of the past. I did not have any heart problems and nor did I report any present heart pain or problems to dr. (B)(6). After hearing about an event approximately one year ago, dr. (B)(6) wanted to listen to my heart and to run the EKG because she stated that she heard a 'heart murmur' which I have never been told I have and nor did I have any heart symptoms. Matter of fact my vitals are always excellent. After the EKG test, I suddenly developed horrible pain and heart problems, including pain around the whole heart sac, pain in the chest and the lower left area and along the left side of the sternum, and pain in the armpit and area where the arm meets the torso on the left side. In the last few days the pain is morphing and dropped in the upper stomach just under the rib cage primarily on the left side and up into the top of the left arm and I feel a slight tightness in the whole chest region and neither the reduction of medicine not the passage of time seems to be removing the problem. I had none of these issues before (B)(6), 2025, the day the EKG test was performed and now I have a very serious and very troubling issue that I do not understand and do not want to deal with. No one seems to think that an EKG is anything but harmless and I say, completely untrue. No one has any understanding about how this EKG test could cause this serious response and life-threatening symptoms. I have no idea if it's the machine, software, device nodes placed on the body, the young lady who performed the test, provocation of unknown underlying condition, contraindicated with medicines, herbals, supplements; or some combination of factors or what exactly has gone horribly wrong. All I know is that I had no such problems before this EKG test was performed on my body and I have not been the same since that day of (B)(6) 2025, and that is true right now. I am forced to seek medical treatment due to this crisis which I am still trying to avoid, still hoping time will take it all away. Thank you for any help provided and for the investigation of the machine, software, nodes in case the device and its components is the reason for the serious and life-threatening adverse event. Thank you. Postscript: concerning the upload of photos, I am very sorry to report but the website is not working properly. I have uploaded photos but the website is not recognizing the photo's have been uploaded and continues to show the prompt that I have yet to upload photos and states that I either have to upload photos or uncheck the box. Photos are included but not being accepted by the website and therefore, I cannot upload the photos. Thank you.